Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device will be returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that customer experienced motor error alarm during priming. Customer's blood glucose was 180 mg/dl. After troubleshooting, customer was advised that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind due to the motor encoder signal being out of phase. Unable to perform the displacement test and to verify the error alarm due to the motor error alarm. The device had minor scratched display window and cracked reservoir tube lip.